Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the lens 4k controller started to smell after about 30 min and the light went out. After a restart, it ran briefly and then the system dropped out completely. The device overheated and became hot to the touch. Once the system cooled down, it worked again. The incident occurred while setting-up for the procedure. A back-up device was available, no surgical delay reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the lens 4k controller started to smell after about 30 min and the light went out. After a restart, it ran briefly and then the system dropped out completely. The device overheated and became hot to the touch. Once the system cooled down, it worked again. The incident occurred while setting-up for the procedure. A back-up device was available, no surgical delay reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A smith & nephew service center visual evaluation of the returned device did not identify any issues. A smith & nephew service center functional evaluation revealed a light output fault. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during procedure, the lens 4k controller started to smell after about 30 min and the light went out. After a restart, it ran briefly and then the system dropped out completely. The device overheated and became hot to the touch. Once the system cooled down, it worked again. A back-up device was available, no surgical delay reported. No other complication were reported.

Manufacturer narrative:
H10: additional information on b4.